Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the smart remote manager was reading a temperature of 8 degrees. A field service engineer (fse) rebooted the station and calibrated the temperature probe. The fse verified the functionality of the device using the hardware testing application (hta). The fse performed temperature calibration verification in accordance with the pyxis smart remote manager validation and calibration guide and provided reotemp (eqn:102762). The smart remote manager displayed a temperature of 45°f, while the reotemp displayed 45.3°f. The temperature probe was confirmed to be functional and within the tolerance specified 2°f or ±1.1°c. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager was reading a temperature of 8¿9°f. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.